Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es dialysis device di had half height was not connected to bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the dialysis device di had half height was not connected to bus. A field service engineer scheduled the service and found no lights in the back drawer 3. Replaced the module controller and drawer controllers for drawers 3.1 and 3.2 and tested in hardware test application. The system functioned as intended after the field service engineer repaired the device.